Manufacturer narrative:
Details of complaint: the customer reported that two transmitters were discharged from the central nurse's station (cns) on their own. No patient harm or injury was reported. Investigation summary: the customer re-admitted the transmitters which were then functioning properly. The event logs were not collected for review. A review of the history of the serial number identified no further recurrences of the issue. Based on the available information, a definitive root cause could not be identified. The discharge function can be performed on the cns that is locally filing the device and the transmitter (if it's a gz transmitter). If the cns the customer was using was remote filing the device, it is possible that another user may have discharged the device from the cns (that is locally filing the device). Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: transmitters: model #: ni; serial #: ni.

Event description:
The customer reported that two transmitters were spontaneously discharged from the central nurse's station (cns) on their own.

Manufacturer narrative:
The customer reported that their two transmitter got discharged on their own. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their two transmitter got discharged on their own. No patient harm was reported.